Manufacturer narrative:
It was reported that there was a leak coming from the vent of the filter. One sample model 20027e was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a 10 ml bd syringe and flushed with water. A leak was observed coming from the outlet filter vent. The customer complaint was verified and a quality notification was sent to the supplier. From the supplier investigation, a leakage was observed from the vent. The returned used IV-5 filter was treated to restore hydrophobicity, dried and retested. The returned IV-5 filter was then able to vent air and not leak during the 29 psi pressure hold showing the hydrophobicity of the vent membranes was restored. The reason for the membrane leaking is that the hydrophobicity of the membrane must have been compromised during use and not during the manufacturing process. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
Material#: 20027e and batch number#: unknown. It was reported by customer that patient was receiving continuous chemotherapy patient reported that the chemotherapy was leaking onto her skin. Further evaluation of the leak appears that the leak was coming from the circle vent on the back of the filter. Verbatim#: rcc received a complaint via email. 9/14 patient was receiving continuous chemotherapy patient reported that the chemotherapy was leaking onto her skin. Further evaluation of the leak appears that the leak was coming from the circle vent on the back of the filter. (This filter was kept and sent to xx).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite extension set was leaking the following information was received by the initial reporter with the following verbatim: we had a bd smart site extension set 0.2 micron low protein binding filter leak for the 4th time over the last 3-4 months while administering chemotherapy. We have the filter that has leaked. We have not had any issues with these filters with any non-chemo medications.